Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl. The patient reports having nausea. The patient reports receiving a communication error on their controller while activating 4 previously reported pods. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital for 4 hours.

Manufacturer narrative:
The returned device was evaluated and the case description states that the user reported having pod communication issues during activation. The physical controller was received for investigation. The android log files were downloaded from the complaint controller for investigation. The engineering log files on the date of occurrence were overwritten due to continued use of the system. Inspection of the audit log files found evidence of communication issues during pod activation on the date of occurrence. The audit logs show that on the date of occurrence, the deactivate button was pressed to deactivate the active pod, however communication errors prevented deactivation of the pod, resulting in the system discarding the pod. Inspection of the logs found that prior to the pod being discarded, the controller was unable to receive a pod status update as a failed to send error occurred each time. The audit log files show that after the pod was discarded, activation step 1 repeated for several hours before a new pod began activation successfully. The audit logs show that this pod was then successfully deactivated by the user at the end of first prime. Following the successful pod deactivation, a new pod was successfully activated, and no communication errors occurred during pod activation. No other instances of pod communication errors occurring during pod activation were observed in the android log files. The returned controller was found to function as intended during testing. The controller successfully paired with an unused pod with no communication errors. The controller was able to communicate with the pod, which was paired with a cgm emulator, deliver a 5u bolus, and switch between automated and manual mode. No communication errors occurred during pod insulin delivery testing. The exact cause of the communication errors that occurred during pod activation on the date of occurrence could not be determined.